Manufacturer narrative:
The device received motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to confirm compromised force sensor system alarm due to motor error alarm. Insulin pump received with cracked battery tube thread noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the drive support cap was flush. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.